Event description:
It was reported that the patient's device was removed on (B)(6) 2012 due to pain. The patient previously underwent the placement of a device in 2007 for "apparent neurologic disconnect of the bladder." It was noted that the patient had "urge incontinence with no known intrinsic renal problems." The health care professional stated that the patient "developed longstanding pain secondary to the device." It was noted that the pain was located in the right hip and buttock area, and was "exacerbated by palpation." The health care professional indicated that "the patient desired the removal of the device because of pain." It was noted that the device may have caused or contributed to a serious injury and hospitalization of the patient occurred. It was further noted that an intervention was required to prevent any permanent impairment or damage. It was indicated that the patient had gout as a pre-existing condition that may have contributed to the event. The patient outcome was not provided.

Manufacturer narrative:
Product ID neu_unknown_lead, lot # unknown, product type lead, product ID neu_unknown_lead, lot # unknown, product type lead.